Event description:
Per the clinic, the patient experienced loss of osseointegration (date not reported), and was reimplanted with a new fixture and sleeper fixture on (B)(6) 2008.

Manufacturer narrative:
(B)(4). The device is not available for analysis.